Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported gripper arm stuck on the gripper line could not be determined in this incident. However, the inability to lower the gripper arm appears to be the cascading effect/procedural circumstances of gripper arm stuck on the gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping attempted; however, one gripper arm would not lower. Troubleshooting was performed, but was unsuccessful; therefore, the clip was not implanted and the cds was removed. Outside the anatomy, it was noted the gripper arm appeared to be stuck on the gripper line. A second cds was advanced, but grasping was unsuccessful. The clip was not implanted and the cds was removed. No clips were implanted and the mr remained at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.